Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was revised due to dislodgement and exhibited high pacing threshold. This lv lead remains in service. No additional adverse patient effects reported.